Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler would not re-warm, intermittently. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Date of event: the date of the event was not reported; therefore, the date entered has been estimated. Device manufactured date is prior to 1999. This complaint could not be confirmed. The field service representative (fsr) could not duplicate the complaint but replaced the heat sink assembly and the printed circuit assembly (pca) 115v as a precautionary measure. Preventive maintenance was performed on the unit, the unit operated to manufacturer's specifications and was returned to clinical use. The components were returned for investigation and performed as intended. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.